Event description:
It was reported that this implantable pacemaker recorded a code 1003, indicative of the battery voltage being too low for the projected remaining capacity. Boston scientific technical services (ts) discussed considering patient unprotected and recommended replacing the device. Ts also suggested sending the device for analysis. Additional information was received indicating that this device was explanted and a new device was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cause traced to component failure conclusion code was selected based on analysis of the returned product which found evidence of a failure in the supplied battery component.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker recorded a code 1003, indicative of the battery voltage being too low for the projected remaining capacity. Boston scientific technical services (ts) discussed considering patient unprotected and recommended replacing the device. Ts also suggested sending the device for analysis. Additional information was received indicating that this device was explanted and a new device was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker recorded a code 1003, indicative of the battery voltage being too low for the projected remaining capacity. Boston scientific technical services (ts) discussed considering patient unprotected and recommended replacing the device. Ts also suggested sending the device for analysis. At this time, this pacemaker remains in service, and there were no adverse patient effects reported.